Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The 3.0x15mm xience xpedition referenced was filed under a separated medwatch report#. Evaluation summary: visual inspection was performed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents other than the ones reported from this incident. The investigation was unable to determine a conclusive cause of the separations since there was no information available. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Reportedly, the affiliate was inspecting return products at the local warehouse when they noticed a 3.0x38mm xience xpedition stent delivery system (sds), a 3.0x15mm xience xpedition sds, and two 014 bmw hydro guide wire outside their carton. The pouches were opened and re-closed with a stapler. The 3.0x15mm xience xpedition sds had notes on the label stating: stent broken inside the catheter. No other information was provided for the other devices. No additional information was provided. Return device analysis on one of the .014 bmw hydro guide wires observed that the shaping ribbon was separated and the tip coils were stretched out and separated. The separated pieces were not returned.